Manufacturer narrative:
510k: this report is for a synthes universal spine system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: roland durr et. Al (2002), multiple myeloma: surgery of the spine: retrospective analysis of 27 patients, spine vol. 27(3), pages 320-324 (germany). The aim of this article is to evaluate the complications, neurologic function, life quality, and survival after decompression of the spinal cord and stabilization of the spinal column in cases of conventionally untreatable pain, neurologic impairment, or spinal instability. Between 1980 to 1999, a total of 27 patients (19 males and 8 females) with a mean age of 58.9 years (range, 32-81 years) were included in the study. These patients were surgically treated for solitary or multiple myeloma of the spine. In 9 patients, they have treated with the competitors harms cage device with synthes universal spine system (uss). The mean duration of follow-up was 60.7 months (ranges 12-133 months). The following complications were reported as follows: 1 patient developed severe bleeding and paraplegia as a complication of surgery and was also not irradiated. 1 patient has deep vein thrombosis or transient bowel atonia. 1 patient developed a hematothorax as a consequence of postoperative bleeding. 1 patient had severe postoperative bleeding and paraplegia. 2 patients had dorsal deep wound infection needed revision. Radiologic investigations revealed a local tumor relapse in a (B)(6) man 43 months after removal of a t8 lesion and reconstruction with a fibular strut graft. 1 patient died 33 months after the procedure. 1 patient died 5 months after surgery. 1 patient had local progression who died 51 months after surgery. This report is for 2 patients who had dorsal deep wound infection needed revision. This report is for a synthes universal spine system (uss). This is report 1 of 1 for (B)(4).